Event description:
Patient had a postimplant bleed and developed a cauda equina hematoma. The patient has some neurological impairment in both lowere extremities. One side is worse than the other. He is being monitored. The bleed may be related to meds he was taking prior to his surgery.